Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead warning occurred, bipolar impedance was low, and low impedance pace events had occurred. The complainant also inquired about whether lead warning would prevent atrial capture management from running. The device is still in use. No patient complications have been reported as a result of this event.